Event description:
It was reported that the right atrial (ra) lead was oversensing and right ventricular (rv) lead oversensing was observed in subsequent high rate non-sustained episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.